Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer treated with a bolus from the pump. The customer also had reading in the 280's mg/dl and 300's mg/dl. The customer was assisted with basal rate settings. Customer declined to troubleshoot for high readings. The product was not returned for analysis.